Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic myomectomy, after the myoma was successfully removed, on the suture stage of the uterine incision, the connection between the needle and the suture was accidentally disconnected. The medical staff double-checked the damaged needle and confirmed that the needle tip was intact and only the connection between the needle and the thread was detached. The surgeon responded quickly and immediately replaced the suture to continue the operation. There was no patient injury.